Event description:
It was reported that during a coronary stenting treatment procedure, crossing difficulties were encountered. The lesion being treated was a 90% stenotic lesion in the mid lad coronary artery. The approach to the lesion exhibited a 90 degree bend. It is noted that the lesion had been predilated with a maverick balloon. The physician was unable to reach the lesion with the express2 monorail 16/4.0 mm stent system due to the bend in the vessel. While withdrawing the stent system, the stent dislodged in the proximal lad coronary artery. Retrieval attempts were unsuccessful. The pt experienced chest pain during this event and was treated with nitroglycerin prior to being taken for emergent surgical intervention. The patient's current condition is listed as 'satisfactory.'